Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that the cause of the return of symptoms was unknown. No further complications were noted or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, lot# va1fy1p, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1fy1p, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the device has not worked and it had been a year since it was placed. The patient state the healthcare professional (hcp) had done adjustments and it had only worked 20 days out of the year. The patient stated she just a pelvic x-ray and they determined bad leads. The patient stated she was still wearing pads. The patient stated she had a food sensitivity test and ate very well. The patient stated she had the implanted for her intestitis. The patient stated it only worked good once in a while. The patient stated 2 of the leads were bad. The patient stated they had some adjustment 2 weeks prior to the call when the x-rays came in two leads crumbled and only one lead worked. The patient noted the x-ray was done a little over a month ago. There were n o further complications that have been reported as a result of this event. Additional information was received. Health care professional reported that they ordered an x ray and a small move in lead in the s3 foramen was noted and the patient was asked to come for reprogramming. No further complications were noted or anticipated.

Manufacturer narrative:
Explant date pertains to tined lead, 3889-33, interstim ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient stated they had symptoms return. It was unknown if there was any environmental, external, or patient factors that may have led or contributed to the issue. It was noted surgical intervention occurred and the lead was explanted on (B)(6). It was noted the issue was resolved at the time of the report. There were no further complications that have been re ported as a result of this event.